Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a cyst in the stomach wall during an echoendoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the distal flange of the stent was deployed inside the cyst. When the physician attempted to deploy the proximal flange, the sheath tore apart from the handle. The device was removed from the patient with the stent still partially deployed on the delivery system. Reportedly, the handle of the device was rotated as the device was luer locked to the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the handle of the device was rotated as the device was luer locked to the scope. However, the directions for use (dfu) state "align the handle with the echoendoscope and attach it by rotating the luer lock fitting clockwise while keeping the handle stationary and aligned with the echoendoscope."